Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) units battery is not charging. There was no patient involvement reported.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units battery is not charging.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse determined that the iabp was not fully installed on the cart. The fse correctly installed the unit on the cart. The fse performed sensor calibration and functional testing. The iabp was cleared for clinical use.